Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
First stage revision thr; (B)(6) hospital (B)(6) 2019; due to infection, patient has had a thr (corail/pinnacle) removed and replaced with a competitor product. As part of the first stage of revision the surgeon has removed all corail/pinnacle hardware from patient and it has been disposed of by the hospital. Including, corail collared stem sz 11, ceramic ts head 36 +8.5, altrx neutral liner (36x54) and a 54 pinnacle cup. Patient outcome post surgery: first stage revision completed. Patient requiring a second operation (in 6 weeks) to complete surgery, using a competitor implant.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.